Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated due to the device battery depletion. This device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This correction report is being filed to include updates to the bsc aware date and date due fields.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated due to the device battery depletion. This device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information is being sought for the serial number associated with this device. This report will be updated should further information become available.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated due to the device battery depletion. This device was subsequently explanted and replaced. No additional adverse patient effects were reported.